Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for 6 hours. The blood glucose level was 17mmol/l. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.